Manufacturer narrative:
Insulin pump unable to prime during the prime/compromised force sensor system test due to protruded/loose drive support disk. Insulin pump received with scratched display window, cracked display window corners, cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the device squirted out insulin during manual prime. Customer's blood glucose was 572 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.